Event description:
Pt with history of renal calculi scheduled for eswl (extra corporeal shock wave lithotripsy). Shockwave attempted but not delivered. On evaluation it was discovered that normal saline intravenous solution had leaked into lithotripsy table causing on electrical short. The high voltage enclosure component was replaced and the table's functions was checked and found to be restored. After the device was cleaned for use, pt was induced under general anesthesia and eswl procedure was carried out successfully.